Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Sometimes the quick bolus buttons are hard to press. Customer has to press the button several times to trigger the quick bolus. No adverse event alleged. Device not returned.